Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) reached its replacement indicator earlier than expected. Technical services review indicates that the situation is most consistent with premature battery depletion rather than factors related to device usage, or programmed settings. Available data shows an unexpected voltage drop, and the information on record is insufficient to determine the underlying cause. The device should be replaced and returned for detailed laboratory analysis. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) reached its replacement indicator earlier than expected. Technical services review indicates that the situation is most consistent with premature battery depletion rather than factors related to device usage or programmed settings. Available data shows an unexpected voltage drop, and the information on record is insufficient to determine the underlying cause. The device should be replaced and returned for detailed laboratory analysis. No adverse patient effects were reported. Additional information received indicates that this icm was explanted and subsequently replaced with a new device. This product was returned to boston scientific. No adverse patient effects were reported.